Event description:
Information was received from a family member of a patient who is implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The caller reported the patient is experiencing pain in the leg, feet, tummy, back and vagina. They have tried decreasing stimulation to the lowest level and the manufacturer representative tried a different program but the issue has not resolved. The caller stated the pain is only eliminated when the device is off. The patient has been having pain since the device was implanted in 2015 and was advised to turn off the implant and see the physician. Additional information from the healthcare provider (hcp) reported that diagnostics performed included orthopedic and gastrology workups in addition to interstim reprogramming and x-rays. The patient's device was turned off and was scheduled to be removed on (B)(6) 2016. Pain is resolved with the device being off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.